Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire patient experienced on (B)(6) 2015. Patient's mother claimed that upon removal of the sensor pod, only half of the wire remained in the sensor pod. Patient's mother is of the belief that the other portion of the wire is embedded in the patient's abdomen area, but it is not visible. No discomfort at the insertion site was reported. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).